Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145485.

Event description:
Voluntary medwatch received states that patient's left ventricular lead exhibited high, out of range pacing impedance. There were no patient consequences.